Event description:
The dental implant fx7010swc was removed on (B)(6) 2017 due to lack of osseointegration one month and two weeks after implantation. The doctor indicated that local infection caused the implant removal. The patient has no significant medical history.